Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The catheter was visually and tactilely inspected; there was blood in the inflation lumen and in the balloon. The balloon was inspected under magnification; there was a longitudinal tear approx. 1mm long 10mm from the distal tip. There were scratches on the balloon on both sides of the tear. The balloon material and the ro markerband presented no irregularities that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The reported ¿balloon burst¿ was confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified lesion. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured at below nominal pressure. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified lesion. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured at below nominal pressure. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.